Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported through the company representative that one xen®45 gts ¿injector slider would not advance¿ on the right eye. Patient contact occurred. No eye injury noted. Surgery was completed with a backup.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, a4, a6.

Event description:
Healthcare professional reported through the company representative that one xen®45 gts ¿injector slider would not advance¿ on the right eye. Patient contact occurred. No eye injury noted. Surgery was completed with a backup.